Event description:
On (B)(6) 2025, a clinical diabetes specialist (cds) received notification from the patient's advanced practice registered nurse (aprn) that the user had been hospitalized on (B)(6) 2025 following a severe hypoglycemic event. Attempts to follow up with the user on (B)(6) 2025 were unsuccessful, as the user refused to provide identifying information to satisfy hipaa requirements and disconnected the call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.